Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly, a33 alarm, drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device was programmed with the correct time/date and monitored for 2 days. No rainbow display anomaly or time loss/time gain noted. No broken reservoir tube lip noted. No damage noted on the lcd glass. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had rainbow effect on the screens ands had random no delivery alarms. Customer also stated that the clock is slow and backlight lost the brightness. The device will not be returned for analysis.